Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with a current fill estimate of (B)(4) units instead of the expected (B)(4) units. There was no adverse impact to the customer's blood glucose level. The caller confirmed completing the necessary steps to remove air from the cartridge and using room temperature insulin. No issues with the machine being static were reported; however, the caller had overfilled the cartridge. Technical support advised against overfilling, and after reloading the same cartridge, the insulin gauge reflected the accurate amount. The caller was informed to follow up if the issue persisted, and no further assistance was required at that time.